Event description:
Caller reported an error with their continuous glucose monitor labeled as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided a complete guide on how to reset the pump, walking the caller through the process. After the pump reset, the error did not appear again, and the customer successfully started a new sensor session.